Event description:
Pt. Found unresponsive with no pulse present; found lying in bed with head and chest positioned between head board and right upper side rail. CPR was initiated and code blue called. Pt. Responded with a pulse before meds were given; pt continued to be apneic so intubated and transferred to ICU. Pt with altered mental status so neuro consult obtained. Pt was alert and oriented x 3 by (B)(6) 2010 - altered mental status resolved; pt had extended stay in ICU and expired on (B)(6) 2010. Not clear what happened before pt. Became unresponsive: seizure, respiratory event.